Event description:
An umbilical catheter, reported by the customer as possibly nicked, broke while the catheter was being removed. The catheter was removed without any surgical intervention and without any residual patient effects. However, during the removal of the catheter the baby lost about 6-8ml of blood. After removal of the catheter, the infant had an arterial spasm, which was resolved with warm compression.

Manufacturer narrative:
Utmd is filing this medwatch because an infant lost 6-8 ml of blood during the removal of the distal segment of an umbilical catheter which broke apart from the catheter. The infant had an arterial spasm after the removal of the catheter. The returned catheter had indications that it had been nicked prior to the catheter break, supporting the nnps description of the event. The returned catheter was tested for tensile force and elongation and met specifications. The silicone catheter tubing is soft, and can be easily damaged or broken if care is not taken during the use and handling of the catheter. The device is labeled with precautions and instructions for use. Utah medical products does not feel this event to be related to a defect in the materials or workmanship of the device.